Event description:
A customer reported potentially falsely elevated patient results obtained using the leadcare ii system while discussing magellan field action 1218996-01/28/2026-0001c (leadcare ii labeling changes). The customer indicated that several elevated patient results had been observed over the prior week, with reported values ranging from 4.0 to 9.0 g/dl. Confirmatory testing had been initiated; however, results were not yet available at the time of reporting and were not subsequently provided. The analyzer associated with this report was wlc11464, shipped on january 11, 2018, and enrolled in a placement program. The test kit lot was reported as lot 2531m; however, the sub-lot could not be confirmed as the customer did not have the external packaging. Quality control testing was performed on (B)(6) 2026. The customer initially reported controls as in range; however, provided values indicated both levels were below the specified target ranges (level 1: <3.3 g/dl [target 7.4-13.4 g/dl]; level 2: 6.4 g/dl [target 24.2-32.2 g/dl]), documented under mag-cc-09230. During this interaction, it was determined that the customer was not utilizing the control lot-specific matrix and was not fully following the package insert instructions. Technical support (ts) instructed the customer to perform control testing in accordance with the package insert and to reference the control matrix provided with the kit. Follow-up control testing was performed on (B)(6) 2026. Results were reported as follows: level 1 = 8.8 g/dl (within target range 7.4-13.4 g/dl) and level 2 = 23.0 g/dl (below target range 24.2-32.2 g/dl). During the interaction, the customer disconnected prior to providing additional details regarding the elevated patient results. On april 8, 2026, technical support requested follow-up information, including confirmatory test results and additional patient data, via email. No response or additional information has been received from the customer to date.